Manufacturer narrative:
No sample information was provided. Qc was within the established ranges before the event. Service found that metal fitting on mc (modular chemistry) sample syringe was separating from glass barrel. The field service engineer (fse) replaced syringe and cleaned syringe drive lead-screw. The fse also upgraded the creatinine module to brushless, speed-monitored stirrer motor and tri-continent reagent pump. The fse cleaned cup and stir bar. No leaks detected from cup module. The fse performed mc probe vertical alignments.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low creatinine (crem) result of 150 umol/l generated by unicel dxc 800 pro synchron chemistry analyzer for one patient. The lab questioned the result, and the erroneous result was not reported out of the laboratory, because it did not match the patient's clinical presentation. Repeat testing on the same and on an alternate analyzer produced higher results of 336 and 324 umol/l, respectively. The report was amended to 336 umol/l. There was no change to patient treatment.